Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 9 of 16 mdrs filed for the same event (reference 0001825034-2016-02612 / 02616 & 02932 / 02934 & 02937 / 02944).

Event description:
It was reported that patient experienced elevated metal ion levels approximately 3 months post-implantation. No additional revision procedure has been reported at this time.